Manufacturer narrative:
It was reported that the device is unavailable to be returned; therefore no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The supplied image appears to present two-2 unknown length segments of skived/cut black polymer jack material on a surgical wipe. As noted in the warnings section of the devices instructions for use (dfu), "if resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." As indicated in the precautions section of the device instructions for use (dfu), "the zipwire hydrophilic guidewire should be advanced through the scope in short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors have contributed to the event as report. The patient information and the initial reporter's first and last name along with occupation were not provided at the time of this report. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
Coating peeled off while in ureteroscope and was retrieved from the ureter.